Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error twice and motion sensor test failure. The customer was able to rewind the insulin pump. Customer's blood glucose level was not reported. The displacement test failed. The insulin pump alarmed no delivery instead of no reservoir. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump passed the functional testing, including the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. No motor error alarm or motion sensor test failure alarms were noted. The motor was tested outside the device and it passed. The pump was received with a cracked reservoir tube lip, a cracked belt clip slot, and cracked battery tube threads.